Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) device placed in (B)(6) 2019. The patient stated that after the implantation appointment, neither he nor the doctor were able to get the device to work due to a kink in it and that it needed to be revised. The revision surgery occurred on (B)(6) 2019, where the tubing was shortened. The patient stated that after the surgery the device works, but not well. He also states that he has lost a lot of his length and that there is still a twist in his device. He said he had spoken to the doctor about his concerns and has told him he wants to meet with a boston scientific representative. The patient has also seen another doctor for a second opinion, however, the doctor is not inclined to re-operate, because of risk of infection. A bsc sales representative has contacted the patient to obtain more information regarding patient's dissatisfaction. No more information is available at the moment, additional information was requested and will be provided as it becomes available.